Event description:
It was reported that the patient acquired a bacterial infection near the lead site. The patient had a spinal fusion on (B)(6) 2024. He got an infection after that surgery and the screws from fusion were found to be loose. The patient was hospitalized, received antibiotics, underwent a wound washout, had a revision and the leads were cut and removed epidurally, the device was left in place with half the leads still connected. The infection was considered a result of the fusion surgery, the infection of the leads was a collateral damage. There have been no reports of further complications regarding this event.